Event description:
Complainant alleges that the tip of the scissors broke off intraoperatively inside the pt's nose when the health professional removed a stitch. Surgical intervention was required to retrieve the piece.